Event description:
It was reported that the patient presented to the emergency department with palpitations. Interrogation revealed that the right ventricular (rv) lead exhibited intermittent loss of capture. The lead was reprogrammed and the palpitation were noted to have resolved. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant medical products: ddpa2d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.